Event description:
A home patient's spouse contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during the initial drain cycle of their automated peritoneal dialysis therapy. Per the home patient's spouse, the home patient initiated therapy prior to connecting their transfer set to the patient line of the homechoice set. After receiving the alarm the home patient connected themself to the setup. Baxter's technical service center assisted the home patient's spouse in ending therapy early. Therapy was completed by setting up with new supplies. Per the home patient's spouse, no patient injury or medical intervention was associated with this incident.